Event description:
It was reported that the dexcom g7 sensor experienced bluetooth signal loss to the ilet, and guidance was provided to toggle the cgm selection between dexcom g6 and g7, restart the ilet, and allow time for reconnection. Symptoms included no reported changes in blood glucose status. Outcomes included no hospitalization, no medical intervention, and no long-term impairment. Investigation included customer support troubleshooting and user education focused on device pairing and connectivity steps. Investigation of this case revealed a transient communication disruption between the cgm and the ilet, with successful troubleshooting steps implemented to restore pairing, consistent with a known connectivity issue involving the communication interface. It was concluded, based on previously established findings for similar reports, that the cause was likely user-resolvable bluetooth communication interruption.